Event description:
Respiratory therapy is keeping their charting in a metal clip board, when sliding the chart into the bracket mounted on the side of the ventilator, the ventilator, went inoperative with an e31 error code.